Manufacturer narrative:
The second xience v 3.0 x 15 mm (part# 1009541-15/lot# 8082261), is being filed under the same MFR number.

Event description:
Reporting status: serious injury-medical intervention; permanent damage. Reporting rationale: no reflow requiring medical intervention and myocardial infarction causing permanent damage. Device issue: no device malfunction has been reported. It was reported via a trial that after implanting the 3.0 x 15 mm and 3.0 x 28 mm xience v stents, the pt developed no reflow which was treated with ic nitroprusside. An electrocardiogram was performed in 2008, which was suggestive of a myocardial infarction (non-st-elevation mi; q-wave mi). No additional event of pt info is available.